Event description:
It was noted that when the patient returned to (B)(6), (patient was implanted in us) there was a lightning and thunder storm which made their implantable neurostimulator (ins) ¿go out of whack¿. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient was not able to communicate with the implantable neurostimulator (ins) with the patient programmer. This event occurred a couple weeks prior to this report when there was a hurricane. The patient stated that the issue was resolved by working with a manufacturing representative over the phone. The patient had not seen a power on reset message on the patient programmer during this event.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3 7754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), product type lead. (B)(4).